Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an access continu-flo solution set had leaked from one of the connection sites. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed and verified the reported condition. The exact cause was undetermined but was related to the end user. Should additional relevant information become available, a supplemental report will be submitted.